Event description:
During hip arthroplasty, the acetabulum was perforated during cup impaction. Bone was grafted into the perforated area and the surgery was completed without any problems. Strong bone fragility was noted as a factor by the surgeon.